Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient presented to the hospital; however, it was not reported if the patient was hospitalized for the event. The same day, the patient was treated with vancomycin (intraperitoneal, for 15 days, dose and frequency were not reported), ceftazidime (intraperitoneal, for 15 days, dose and frequency were not reported) and fluconazole (oral, for 15 days, dose and frequency were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.